Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2023, a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 03 feb 2024, the patient experienced redness, granulation, and purulent secretions to the stoma site. The reporter indicated that the signs of infection had been present for a long time. A swab was taken from the stoma, the results were not known and the patient was prescribed oral clindamycin 600 mg three time empirically.